Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver and smart device showed the red x that indicated that the session had ended and then a prompt for warm-up appeared. No medical intervention was reported. Additional event or patient information is not available. Data from the smart device was received for evaluation. A review of the data log could not fully be determined as no data from the receiver was provided. The reported event could not be confirmed. A root cause could not be determined.